Event description:
A malfunction was reported on the pump by the caller, identified by the code malf 12, with no notable events occurring prior to the issue. There was no reported impact on the customer's blood glucose level, as the effect on blood glucose levels was unknown or the customer declined to answer. Technical support provided instructions to reset the pump, which resolved the malfunction, allowing the customer to continue using it. The customer was advised to call back if the issue recurred, and they acknowledged and understood the instructions.